Event description:
A report was received that the patient's precision system was explanted due to pain at the pocket site. It was determined that the pain was normal tissue pain and was not device related. The patient chose to be explanted and is reportedly doing well following explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.